Event description:
It was reported that small green pieces of the bulb syringe shed from the product and infiltrated the patient during irrigation. No patient injury or medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The medical devices having commonly known directions shall be exempt from section 502(f)(1) of the act insofar, as adequate directions for common uses thereof are known to the ordinary individual. This product does not contain instructions/directions for use due to the regulation referenced. Therefore, a labeling review could not be completed. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that small green pieces of the bulb syringe shed from the product and infiltrated the patient during irrigation. No patient injury or medical intervention was reported.